Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, report rupture. Device has been explanted and replaced. This relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6, device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening assessed as fold flaw opening. Crease/folding of implant: observed creases on the device. Additional observations: observed stress marks on the device. Observed wear abrasion on the device. Observed 40 mm dark patch edge material inside gel device. No further actions are required since no manufacturing issue is observed.

Event description:
Physician reported report a right side rupture. Additionally physician reported "any creases". Device has been explanted and replaced.